Manufacturer narrative:
H3: product analysis of part# 3602526 lot# rm23k006 visual and optical examination identified that the breakage is consistent with overload applied during tightening of the central nut. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the device sheared off through the middle when the central nut was being torqued off, after both distal set screws were seated and locked off. There were no broken fragments left inside the patient and no patient complications or symptoms have been reported as a result of this event. Additional information was received via manufacturer representative that the pre-op diagnosis of patient was cervical degenerative disc disease, procedure involved in the event was posterior cervical spinal fusion for stabilizing, level implanted was c3-7. Procedure was completed by replacing another same device.